Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the cautery pin detached.

Event description:
It was reported to boston scientific corporation that a captivator ii-10 mm round stiff snare was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, it was reported that the cautery pin was detached. The procedure was completed with another captivator ii-10 mm round stiff snare device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, it was reported that the cautery pin was detached. The procedure was completed with another captivator ii-10mm round stiff snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the cautery pin detached. Block h11: (product investigation): the returned captivator snare was analyzed, and visual inspection that the cautery pin was broken and detached. No other device problems were noted. The reported complaint of cautery pin detachment of device or device component was confirmed since the cautery pin was broken and detached. Based on the information available and the device analysis performed, the most probable root cause for the reported complaint is manufacturing deficiency. Boston scientific has initiated an investigation to further evaluate cautery pin detachment events to determine root cause of these events, as well as appropriate mitigation(s).